Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent high blood glucose reported at 400 mg/dl while using the ilet with dexcom g7 and admitted to announcing extra ¿meals¿ at sporadic times as a self-directed correction method, contrary to instructions, after initially achieving high time-in-range; this behavior represents an improper or incorrect use procedure, with relevance to the device¿s user interface in how meal announcements drive dosing adaptation. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with failure to follow instructions related to meal announcements and corrections, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.